Event description:
It was stated that the customer was hospitalized for low blood glucose. No blood glucose reading was reported. Prior to the event, the customer was driving and was in an automobile accident after losing consciousness due to low blood glucose levels. Troubleshooting revealed that the customer treated his blood glucose based on the sensor reading and not the blood glucose reading. In addition, it was stated that the insulin pump was exposed to an MRI scan while the customer was hospitalized. The displacement test was performed and the insulin pump passed the test. It was explained to the customer the importance of treating the blood glucose based on the blood glucose reading rather than the sensor glucose reading.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.